Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure date? Na. Please provide lot number. Was any quality deficiency/non-conformance noted with the suture before use or during use? No. Was any surgical intervention performed for the dehiscence specially re-suturing? Explain: didn¿t suture again as flap seems stable. Also did not want to disturb the grafted site. Patient on antibiotics ( amoxicillin clavulanic acid ) 625mg bd x 5 days. Cover screws was exposed. Review 2 weeks later, the wound site epithelised already. Will do a cbct 3 months later to evaluate implant site if bone graft on site affected. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. File reviewed. Based on responses provided, there are still unclear quantity of sutures and intervention. Pcf activity re-created with updated follow up questions: how was the vicryl plus suture placed on each surgical site (continuous or interrupted)? Was the vicryl plus suture broken or quickly absorbed for 3-5 post-op days? Please specify device issue. It was reported that there was no re-operation made but patient is on antibiotics (amoxicillin clavulanic acid) 625mg bd x 5 days . Please specify: was this antibiotic given as prophylactic medication at the time when initial surgery completed? Or as treatment of post-op outcome (wound opening/dehiscence)? Were there any treatments provided to the patient to treat the dehiscence, including antibiotics, steroids, or any prescribed medications?

Event description:
It was reported that a patient underwent a dental bone graft procedure on an unknown date and suture was used. The sutures were not found when doctor was supposed to do sto at 3 days post op. The patient experienced a wound dehiscence, additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Were there three suture devices (vcp9570h - ctd vicryl+ antibact ud 4/0 70) used to suture three surgical sites (2 implants and 1 bone graft) in this dental surgery? Please specify quantity of sutures. 1 suture. 2. How was the vicryl plus suture placed on each surgical site ( continuous or interrupted)? Interrupted. 3. Was the vicryl plus suture broke or quickly absorbed for 3-5 post-op days? Please specify device issue. Do not know. 4. It was reported that there was no re-operation made but patient is on antibiotics ( amoxicillin clavulanic acid ) 625mg bd x 5 days . Please specify: was this antibiotic given as prophylactic medication at the time when initial surgery completed? Na. Or as treatment of post-op outcome ( wound opening/dehiscence)? Na. Na means surgeon did not provide the information.